Event description:
The customer contacted third-party service agent to report a non-critical issue with their device. During evaluation it was observed that the device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The cause of the reported issue was isolated to the power, system and therapy pcb assemblies, however further root cause could not be determined. The device can not be repaired. The device was returned to the customer unrepaired per their request.

Manufacturer narrative:
Due to character limitations section, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue.

Event description:
The customer contacted third-party service agent to report a non-critical issue with their device. During evaluation it was observed that the device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.